Manufacturer narrative:
Supplemental MDR 2432235-2023-00045_s1 was submitted on 01-feb-2023 for corrected information. Additional information (10-mar-2023) siemens evaluated the available information, including pictures of both barcodes. This customer is utilizing interleaved 2 of 5 barcode symbology without check digit. This barcode type is not recommended per auto2-a2 laboratory guidelines and must have a check digit for use with the atellica solution (ats) per the siemens site survey. The atellica solution online help states, "the system supports the interleaved 2 of 5 (itf) symbology with or without a check digit. If using interleaved 2 of 5 with a check digit encoded, the tube character station (tcs) may not properly scan the barcode without enabling the tcs camera checksum feature." The cause of the sample identification misread is not using a check digit in the sample barcode. The analyzer is performing within specifications. No further evaluation of this analyzer is needed. Section h6 adverse event problem codes were updated.

Manufacturer narrative:
The inital MDR 2432235-2023-00045 was submitted on 01-feb-2023. Corrected information (01-feb-2023): section e initial reporter, name and address, email address was corrected from blank to (B)(6) and establish name was corrected from (B)(6) to (B)(6). Section g6 adverse event problem, type of investigation was corrected from blank to 4118.

Manufacturer narrative:
One sample ID (sid): (B)(6) was mis-read as sid: (B)(6) on an atellica sample handler. Sid: (B)(6) was previously sampled causing the atellica sample handler to generate a duplicate ID error message. Siemens is investigating.

Event description:
One sample ID (sid): (B)(6) was mis-read as sid: (B)(6) on an atellica sample handler. Sid: (B)(6) was previously sampled causing the atellica sample handler to generate a duplicate ID error message. It is unknown if sid: (B)(6) was sampled. There are no known reports of patient intervention or adverse health consequences due to the event.